Event description:
During implantation in 2004, the surgeon experienced difficulty removing the stylet from the electrode array. The device was left in situ for approximately two weeks and was then explanted and replaced.